Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported the device is presented with a speaker malfunction. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personal which included providing a quote for a spare part by customer request. The quote was sent to the customer and the customer ordered the part which was sent to the customer for onsite repair performed by the customer. No other action was taken by philips. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by providing the customer with a replacement speaker. Results of service history review which confirm the problem has not been reported again for this device.